Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: procode: phx. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: reverse total shoulder arthroplasty with significant inferior tilt of the glenoid component on the postoperative images with worsening tilt on follow-up images as well as worsening radiolucency at the bone cement interface of the glenoid component suggesting loosening. Medical records were not provided. However, it was reported that the surgeon added additional tilt to the implant during implantation. The additional tilt was not accounted for during the implant design. The surgeon burred the surface of the glenoid to expose fresh bone during surgery which altered the registration surface of the implant and bone. It is stated in comprehensive vault reconstruction system surgical technique (0469.2-glbl-en-rev0817) that: "the success of each implant starts with accurate reconstruction of the patient¿s CT scan data into a 3-d bone model. Please reference biomet¿s pmi CT protocol (bmet0893.0). Working with the surgeon, an implant proposal is designed and can be sent out digitally, via 3-d pdf file or as a rapid prototype model. Upon surgeon approval of the proposal, the final implant is manufactured for surgery. Patient anatomy may change over time. It is the operating surgeon¿s responsibility to determine if the implant is suitable for the patient. The root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It has been reported the patient is being considered for a revision to address loosening. It was identified the surgeon added additional tilt to the implant during implantation. The additional tilt was not accounted for during the implant design. The surgeon burred the surface of the glenoid to expose fresh bone during surgery which altered the registration surface of the implant and bone. No further information is available at the time of this reporting.